Event description:
It was reported that a detached or missing sensor wire occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, the patient experienced sensor failure during the warm-up period which prompted her to remove the sensor. Upon sensor removal, the patient alleged that the sensor wire detached from the wearable and remained in the skin causing discomfort in the area. The patient attempted to remove the wire with her fingers, but it was unsuccessful. At the time of the report, although the patient had a scheduled physician visit for later that day it had not yet occurred. On (B)(6) 2025, follow up contact was made with the patient to verify her condition. After the initial report on (B)(6) 2025, the patient went to the emergency department (ed) at 6:00 pm and had an x-ray which confirmed that the sensor wire was retained under the skin. The attending physician sedated the patient (unspecified route) and made a small incision at the sensor needle puncture site and successfully removed the wire from the skin and afterwards the incision was closed with five sutures and covered with a sterile medical dressing. The patient was discharged home after 12 hours ((B)(6) 2025 at 6:00 am) with a prescription for an oral pain medication (oxycodone, unknown dosage, twice a day for 10 days). At the time of the follow-up report, the patient felt drowsy and had still had discomfort at the suture site. Data was received but not investigated as data will not confirm the issue. The allegation and a probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). H6 health effect - impact code - f17 surgical intervention.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, a correction is required.